Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure to perform hemostasis (site unknown). Visulaization of the bleed site was noted to be difficult as it was behind a fold. When the resolution clip device was deployed, the clinician did not notice that the clip did not completely deploy- it was still attached to the catheter. The clip was pulled within the sheath and removed from the scope. The patient continued to bleed. Another device was utilized to successfully complete the procedure. There is no information currently availale with regard to any possible complications that the patient may or may not have sustained. The patient condition at the end of the procedure was noted to be fine.